Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the xiphoid incision was infected. The physician elected to explant the electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) as he was concerned over the infection possibly spreading to the device. No additional adverse patient effects were reported.